Event description:
It was reported that during routine testing, the handpiece would not work. No further info available on the nature of the problem. No case involved.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Causes that may contribute phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.